Event description:
During routine testing of the device at the service center, the user reported the service data card was not recognized when inserted into (B)(6) front card slot. Since the event occurred during routine testing of the device, there was not pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.